Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left popliteal artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at fifth inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good post procedure.